Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic with a waist pack that was coming apart at the seams. The waist pack was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the waist pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that there is a tear and damaged seams on the controller pocket. As a result, the reported event was confirmed. A possible root cause for the reported event can be attributed but not limited to wear and/or handling of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.